Manufacturer narrative:
A case of numbness and inability to move legs was reported to abbott. The patient woke up post scs trial with numbness and inability to move legs. The patient's leads were explanted. No issues were found via MRI which explained the loss of sensation/movement - no spinal cord damage/compression, no hematoma. The patient has returned to their pre-trial state. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported that patient experienced numbness and paraplegia post an scs trial. Imaging with MRI were negative for spinal cord compression, damage, or hematoma. The leads were explanted, and patient has completely recovered.